Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformance's were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a broken cable. The procedure was completed with no report of patient harm, adverse outcome or injury.